Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 180 units of insulin. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery. Additionally, it was reported that resistance was experienced during the fill process. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose ranged from 120-134 mg/dl.